Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient had an iabp in the right groin and was noted on the morning of (B)(6) 2025 to have a cold, pulseless right lower extremity, with the condition developing between the afternoon of (B)(6) 2025 and the next morning¿s examination. Doppler assessment demonstrated arterial obstruction at the popliteal artery with minimal tibial flow; no signals were detected at the ankle or foot. Vascular surgery was consulted, and the patient underwent popliteal artery thrombectomy and four-compartment fasciotomy for acute lower-limb ischemia. All compartments contained viable, contractile muscle. The patient returned to the ICU in stable condition. No additional vascular interventions were required, and compartment syndrome was managed with active surveillance until the patient¿s death on (B)(6) 2025. The death was assessed as most likely due to the patient¿s underlying disease and not related to the impella device.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arterial occlusion and thrombosis/ischemia: the cause of the injuries were not determined due to insufficient clinical details. Thrombosis/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details.